Manufacturer narrative:
Device history records were reviewed. No records confirming the complained defects were observed. Archival and returned samples were evaluated. Needles were viewed under the microscope and measured and no defects were observed. Drag force and penetration tests were performed and no defects were observed. No defects that could be the cause of the complaint were observed during evaluation of archival and returned samples. The complaint is not confirmed.

Manufacturer narrative:
Product involved in incident was returned for evaluation and forwarded to the manufacturer for further evaluation. Evaluation results are pending. Arkray will file a follow-up report when the evaluation is complete.

Event description:
The customer stated that he injected himself, and he's not sure if it was a 90-degree angle, and the needle broke off in his skin in the navel area. The customer said this is his first time seeing this happen and he has been using this product for a while. The customer did seek medical attention at urgent care, but they told the customer to go to the ER. The customer stated that he has mobility issues, so he didn't go. I asked if the customer inserted the needle straight in and out or a at 90-degree angle. Customer said straight, but he wasn't sure because he doesn't measure it all the time. He stated that he did try picking the needle out using a tweezer. I advised the customer to seek medical attention if he was not able to remove the needle with a tweezer. Replaced the pen needles and sent a return label and advised of return the product for further investigation.